Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia a valve model 3300tfx25mm was explanted after unknown implant duration of approximately seven (7) years and ten (10) months for unknown reason. A 23mm surgical valve was implanted in replacement. As reported, the patient passed away on the ward.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The cause of the event cannot be determined.